Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a as this product code is bulk product. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the glue from the temperature probe was not properly sealed, posing an embolization risk. The problem occurred during the set-up. The event did not cause a delay in the surgical procedure. The product was changed out, and the surgery was completed successfully. The product malfunction did not cause an injury, and no blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device upon receipt: no anomaly such as breakage was found. A white foreign substance was found inside the blood outlet port. The actual device was disassembled and magnifying inspection of the foreign substance was performed: it was found that the foreign substance had been stuck to the thermistor probe. The size was approximately 9.3mm2. Qualitative analysis of the foreign substance by ft-ir (fourier transform infrared spectroscopy): it was found that the spectrum was similar to that of the urethane used to pot the fiber of the oxygenator. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was likely that the white foreign substance found in the actual device was a urethane piece used in the manufacture of oxygenators. The urethane was used to pot the fiber. It was inferred that the urethane piece that was generated at this time adhered to the inside of the port and stuck inside when the thermistor was glued. Although 100% visual inspection was performed at each stage of the process, it was inferred that a foreign substance may have been overlooked. In ashitaka factory, we shared this event with the relevant workers and instructed them to thoroughly confirm the involved section when 100% visual inspection is performed during the manufacturing process. We will continue to implement measures to prevent foreign substances and take care when handling our products.